Event description:
Migration of the electrode was reported. Re-positioning of the electrode array is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Based on the received information from the field, the device does not provide sufficient benefit due to a migration of the active electrode out of cochlea. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
A migration of the electrode was reported. The electrode array was completely out. A revision surgery was performed in which the electrode was re-inserted. The user has been activated and is very content as he can hear better then ever before.